Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
The distributor reported that the listed tracheostomy tube was placed in patient on (B)(6) 2016 by the patient's physician. According to the reporter, the patient's companion noted the device cuff had lost some air after the first day of use. According to the reporter, after ten days of continued use, the patient's companion could hear a noise coming from the device. The companion checked the device cuff and indicated that it would not hold air. The patient went to their physician where the tracheostomy tube was replaced. No adverse health effects were reported as a result of event.